Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 203) has been confirmed. Upon investigation the monitor displayed a service code 203 on power up. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. The root cause for the shorted igbts could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During an investigation of a monitor for an unrelated issue, a reportable malfunction was found. The monitor was receiving a service code 203.